Manufacturer narrative:
Concomitant medical products: 7122 lead, implant date: (B)(6) 2008, ddbb1d1 ICD implant, date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing on stored electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.